Manufacturer narrative:
Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm after self test and noticed absence of audible sensor alarms. The customer stated insulin pump had crack on backside. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.